Event description:
Event description cpi received information that this implantable pulse generator (ipg), system, implanted for 6.5 months, was exhibiting atrial and ventricular oversensing three weeks post-implant. The leads were a competitor bipolar 4068-58 (atrial) and a cpi bipolar 4035 (ventricular). A lead revision procedure was done one week after the noted oversensing with good lead values obtained and no ability to reproduce oversensing. Body fluid was noted in the ipg header, it was cleansed and reimplanted. Five months later, oversensing was again documented in both channels. A second lead revision was performed with good results. The leads demonstrated no irregularities. Until the second revision, the ipg system showed no oversensing. The device was electively explanted based on the suspicion of a ipg dysfunction.